Event description:
It was reported that during the procedure in the heavily calcified and tortuous right coronary artery, for treatment of a total occlusion, pre-dilatation was performed and a 3.0 x 15 rx xience v stent delivery system was advanced. Resistance was felt and a slight push was applied. The stent delivery system advanced to the lesion and the stent was successfully deployed. However, during advancement of the stent system through the tight lesion, a dissection occurred requiring deployment of a second xience v stent. There was no significant clinical delay in the procedure and no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported dissection is a known adverse event listed in the vision instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported resistance was felt and a slight push was applied during advancement of the stent delivery system (sds). It should be noted the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the reported advancement of the sds as resistance was encountered does not appear to have caused or contributed to the reported patient effects as the dissection was noted during deployment of the stent. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for physical resistance for this lot.